Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2025, at 12:00, the patient was transported to our hospital by ambulance after collapsing due to intoxication. At 12:43, the patient was transferred to the infusion room via stretcher for assessment and physical examination. At 12:45, a nurse initiated IV fluid administration using a closed-system IV catheter. At 13:44, a new IV fluid set was connected. At 14:06, approximately 50ml of fluid had been administered when the patient suddenly and involuntarily pulled out the IV line from his left hand with his right hand. Family members alerted the nurse, who immediately instructed them to apply pressure to the puncture site for 10 minutes. Upon inspection, the catheter tubing was partially missing. The situation was immediately reported to the on-call physician, who recommended an ultrasound of the left wrist puncture site. At 14:31, the patient was taken to the ultrasound room. The ultrasound revealed a linear hyperechoic lesion approximately 2mm long and 0.5mm wide, located about 2mm beneath the skin surface above the puncture site on the left forearm. A consultation was requested from orthopedic ward 2, who recommended an incision and exploration above the left forearm puncture site. Due to the patient's intoxicated state and non-cooperation, the physician again attempted to persuade the patient and family around 16:30 to proceed with the incision and exploration above the needle puncture site on the left forearm. The missing segment of the indwelling catheter tubing was not found during the procedure. The patient was instructed to return the following day for a follow-up vascular doppler ultrasound and dressing change. At 18:35, the patient was discharged from the hospital accompanied by family members.

Event description:
No additional information is available.

Manufacturer narrative:
1. The customer returned 2 photos but did not return the actual complaint unit. The photos show: sku is 383083, the catheter of the unit is broken, and the condition of the broken catheter in the photos cannot be clearly identified. 2. According to the information provided, the patient pulled out the IV line while unconscious from intoxication. There must have been resistance during this, which could lead to catheter breakage. 3. DHR/bhr review (lot#5093667): 1) this batch of products were assembled at intima ii auto line 2 in apr 2025 and packaged at r240 package line in apr 2025. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 4) the catheter batch used in this batch of products is 5052394. Review the incoming inspection results, no abnormalities. 4. Take a retained sample of this batch to conduct the relevant functional tests of the catheter. 1) 45 psi leakage test was carried out, and no leakage was found at the catheter. 2) catheter pull force test was performed (to simulate the human environment, the sample was soaked in warm water at 37° c for 72 hours before testing), and the test result was within the product specifications. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): according to the information provided, the patient pulled out the IV line while unconscious from intoxication. There must have been resistance during this, which could lead to catheter breakage. According to the review of this batch of indwelling needles, there were no abnormalities in the catheter purchase testing, manual cutting testing, process testing and shipping testing, combined with the fact that there were no catheter fracture complaints from other hospitals in this batch of indwelling needles, indicating that the quality of this batch of products is normal. The plant will continue to track and trend such complaints.